Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown , product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an external device (clinician programmer). The hcp reported that they were receiving a 338 error code after an interrogation of pump. Environmental/external/patient factors that may have led or contributed to the issue included 'not up to date applications'. Diagnostics/troubleshooting performedincluded updating apps on the de vice. It was unknown if the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown serial# unknown implanted: explanted: product type software g4: updated PMA number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.